Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6 (type of investigation), h10. Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period (apr 2019 through mar 2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and replaced the safety disk. The alarm for " leak in iab circuit " disappeared after replacement. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the initial reporter was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) displayed the alarm leak in iab circuit. There was no harm or injury to the patient and no adverse event was reported.